Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received compromised force sensor system alarm. Customer stated that the insulin pump was neither dropped nor bumped prior to the alarm. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test but alarmed a33 during the basic occlusion test due to a protruded drive support disk. We were unable to perform the occlusion, prime or excessive no delivery tests due to the a33 alarm.